Event description:
Wound care consulted for wounds noted to upper chest and abdomen after return from operation room. The shape of the wounds match the outline of the midline electrocardiogram (EKG) leads. These wounds are classified as a medical adhesive related skin injury (marsi). Wound will be treated topically with multilayer xeroform and a silicone border dressing.